Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the blood glucose level was high. Customer stated that he had a normal blood glucose level when he put the set in on saturday, about 100mg/dl, but last night he was 457mg/dl. Customer treated high blood glucose level with manual injection. Customer declined high blood glucose troubleshooting. Insulin pump will not be returned for analysis.